Event description:
A nurse reported during an anterior vitrectomy, the virector was difficult to connect. During the vitrectomy, the virector popped off and the nurse was required to hold the virector on until the case was completed. Additional information was received reporting when the facility called in to technical support services (tss), the nurse reported when inserting the cassette it was very tight. There was no pt injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported events. The vitrector connector was tested and worked properly, but was replaced as a precaution. The replaced part will be sent in for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).